Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A check valve test was performed and the check valve discs for the conchasmart demonstrated that all three valves would move as the column valves were turned from one side to the other showing the discs themselves were free to move. A syringe connected to the upper tube was used to push and pull upper check valves. Both upper valves moved back and forth freely with no impedance. The returned column was connected to a concha water bottle in correct positioning and both upper and lower tubes were punctured into concha water bottle. The conchasmart column filled to the bottom of the level sensing tube and stopped as expected. This was repeated with a 1/2 full and low (level at bottom of label) water level bottles with the same results. Ventilation testing was also performed. The complaint was unable to be confirmed as the situation was not able to be recreated to show the amount of ventilatory volume difference between clamped and unclamped as documented in the complaint.

Event description:
Customer reported patient was on pressure control ventilation on a servo ventilator and patient volume decreased. The top flow tube was clamped and volume returned to previous level. The customer reported this occurs when pressures are above 28cm and bottle is half full. No patient harm or consequence reported. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
Customer reported patient was on pressure control ventilation on a servo ventilator and patient volume decreased. The top flow tube was clamped and volume returned to previous level. The customer reported this occurs when pressures are above 28cm and bottle is half full. No patient harm or consequence reported. Patient condition reported as "fine".